Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector during user handling. It damaged image sensor unit and noisy image occurred. The event can be detected by following the instructions for use (IFU) sections: -inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite bronchovideoscope had a noisy image with "snowflakes". The issue was found during preparation for use and the procedure was completed with a similar device without delay. There was no patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the image was noisy due to an immersed video connector. The additional evaluation findings are as follows: the scope connector had corrosion, and the scope connector cover unit was deformed the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.